Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator was found in backup mode due to a power on reset (por). As a result, high voltage therapies were disabled. The device was successfully restored. The patient condition was stable.